Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia to replace abutment (date not reported). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at abutment site. Clinical management is ongoing. The implanted device remains.